Manufacturer narrative:
Follow up information received on 28-jan-2016: no new information. Follow-up received on 12-apr-2016 follow-up attempts have been completed with no response to date. Follow-up received on 09-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: c59254; production date: 27-may-2014; expiration date: 31-may-2017. Usability issues (uis) are not associated with technical defects or adverse events. Uis are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Company causality comment this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure the doctor believed a portion of the coil did not belong there. The procedure was converted to a laparoscopic salpingectomy and essure was removed. After the procedure, it was seen the coils were raveled and the micro-insert inner portion was all strangulated and gated. These events are listed in essure's reference safety information. During difficult insertions, essure placement may be unsuccessful. In this case, physician believed there was a portion of essure coil in the wrong place. This event, initially regarded as a device breakage, was amended after receipt of technical assessment, which considered a usability issue occurred. This technical assessment was unable to confirm any quality defect or device malfunction. However, considering the events happened in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Follow up information no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c59254) for permanent sterilization. Physician deployed coil and it was in fallopian tube where it met the os (orificium). The doctor failed to recognize the components of micro-insert and was looking through hysteroscopy and she believed a portion of the coil did not belong there. The sales representative said that the doctor was describing the inner rod portion of micro-insert and confirmed this with scrub tech and director of center via delivery catheter. The sales representative said that he and scrub tech and director all visualized the delivery catheter and it appeared to be normal, there were no signs of problems with it. It appeared to have deployed normally. Hcp (health care professional) ultimately converted essure procedure to a laparoscopic salpingectomy. She first removed fallopian tube with coil and then removed the other fallopian tube where no micro-inserts were attempted to be placed. Follow-up information was received on 31-dec-2015 from sales representative: he has the actual essure device and the micro-insert and the lot number. On first look it looked intact, however the coils were raveled and the micro-insert inner portion was all strangulated and gated. Follow-up from 06-jan-2016: patient's initials and date of birth were provided. She was (B)(6) years old. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure the doctor believed a portion of the coil did not belong there. A laparoscopic salpingectomy was performed. This event, interpreted as device breakage, is serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, this event occurred during essure insertion procedure. Considering its nature and based on a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.